Manufacturer narrative:
Identifying information, such as the lot number of the device was not reported to paragon 28. Devices are not expected to be returned for the manufacturer review/investigation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent a nc joint arthrodesis and tmt fusion surgical procedure on (B)(6) 2018 that utilized two of paragon 28 jaws 18 x 18mm straight staple assembly. One of the two staple was reported broken post operatively. It was reported that the physician used two staples in order to have a thicker and robust reinforcement for the midfoot or hindfoot fusion settings. A revision surgery was not schedule and the staple is not expected to be returned.